Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not adjusting insulin therapy. Customer's blood glucose level was above 400 mg/dl. A manual injection was administered to address bg. A pump reset was performed resolving the issue. Bg during follow up was 122 mg/dl.